Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the reporter was requesting MRI compatibility guidelines as the patient needed an MRI that was unrelated to their infusion system or therapy. Per the reporter, the patient indicated that her pump was located on the right side of her abdomen and that she had a "right abdominal pain pump pocket revision" on (B)(6) 2016. The reporter was not sure why the revision took place. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that the pocket that the pump sat in had become too loose and the pump was moving around too much. No further complications were reported or anticipated.